Event description:
Information received notes that the issue was observed remotely. No intervention was performed. The patient was stable.

Event description:
It was reported that the patient's atrial leadless pacemaker exhibited a diagnostic anomaly in which inappropriate binned activity was observed. No further information was provided.